Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked from the bottom. The customer's blood glucose (bg) level was 252 mg/dl with large ketones. The customer successfully loaded a new cartridge as well as an infusion set, resumed insulin delivery, and delivered a bolus to address bg level.